Event description:
User reported false positive result. Additional lateral flow test was negative same day. User had 3 tests prior to the false positive that were all negative.

Manufacturer narrative:
Report required by FDA for eua investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result. Additional lateral flow test was negative same day. User had 3 tests prior to the false positive that were all negative.